Manufacturer narrative:
Manufacturer ref# (B)(4)/(B)(6). B5) description of event corrected. G1) denmark. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: branch ascending arch device followed by thoracic extension zta. Implanted on (B)(6) 2025. Problem encountered: when deploying the zta inside the branch ascending arch device, it tracked downward the whole branch ascending arch device, and the covered stents put into the branches of the branch ascending arch device. It was needed to extend a covered stent into the left subclavian artery and the left common carotid. Patient underwent a 3 branch-ascending-arch-device. It was implanted, and the 3 internal stents were implanted successively for the 3 internal branches: innominate, left common carotid and left subclavian branches. After pull back completely the branch ascending arch device, the zta-p-44-179 was advanced as requested on the graft plan, just after the left subclavian branch. When deploying the uncovered stent and 1st internal stent, the uncovered stent hooked the stent of the left subclavian branch. When deploying more, it lead to pull back the whole branch ascending arch device. The surgeon managed to finish deploying the zta. But as the branch ascending arch device has moved back, the stents of the left subclavian branch and the left common carotid branch moved back as well. It was needed to extend them in the targeted arteries. Patient outcome: patient is doing well.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: the patient with a thoracoabdominal aneurysm underwent implantation of cmd (custom made device) 3-branch-ascending-arch-device. It was implanted, and the 3 internal stents were implanted successfully for the 3 internal branches: innominate artery, left common carotid artery (lcca) and left subclavian artery (lsa) branches. After pulling back completely the branch ascending arch device, the zta-p-44-179 (complaint device) was advanced as requested on the graft plan, just after the left subclavian branch. When deploying the uncovered stent and 1st internal stent, the uncovered stent hooked the stent of the left subclavian branch. When deploying more, it led to pull back the whole branch ascending arch device. The surgeon managed to finish deploying the zta. But as the branch ascending arch device moved back, the stents of the lcca branch and the lsa branch moved back as well. It was needed to extend them in the targeted arteries. The patient did not experience any adverse effects due to this occurrence. Planning and sizing dating (B)(6) 2024, cmd engineering drawing and implant location plan dated (B)(6) 2024 and implantation angiography dated (B)(6) 2025 were provided and reviewed by an imaging expert. Per the imaging review "the zta-p-44-179 bare stent was planned to begin approximately one centimeter downstream the lsa fenestration trailing edge. At least two bare stent apices were tipped towards the delivery system just left of the expected lsa branch stent end. The sealing stent was tilted and partially expanded. A metallic ring was near the expected location of the zta-p delivery sheath. If the sheath been advanced for support, it could represent the radiopaque sheath marker. However, it was narrower than expected for the radiopaque sheath marker. The planning worksheet illustrated the potential freedom of movement inferiorly afforded the cmd and zta-p-44-179. This freedom would have existed until the grafts were supported by implantation of the second more caudal zta-p. The extensive tortuosity would have made control of delivery system movement during deployment more difficult". Per the endovascular planning performed by cook "there appears gothic¿ angulation of the aortic arch which may affect device conformity and manipulation of the device components". Review of the device history record gave no indication of the device being produced out of specification. Based on the complaint investigation and imaging review, the exact cause of why the bare stent of zta hooked the left subclavian artery branch stent and led to pull back the whole branch ascending arch device cannot be determined, however, gothic¿ angulation of the aortic arch could be a contributing factor. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: branch arch descending device followed by thoracic extension zta. Implanted on (B)(6) 2025 when deploying the zta inside the branch ascending arch device, it tracked downward the whole branch arch descending device, and the covered stents put into the branches of the branch arch descending device. It was needed to extend a covered stent into the left subclavian artery and the left common carotid. Patient underwent a 3 branch-ascending-arch-device. It was implanted, and the 3 internal stents were implanted successively for the 3 internal branches: innominate, left common carotid and left subclavian branches. After pull back completely the branch ascending arch device, the zta-p-44-179 was advanced as requested on the graft plan, just after the left subclavian branch. When deploying the uncovered stent and 1st internal stent, the uncovered stent hooked the stent of the left subclavian branch. When deploying more, it lead to pull back the whole branch ascending arch device. The surgeon managed to finish deploying the zta. But as the branch ascending arch device has moved back, the stents of the left subclavian branch and the left common carotid branch moved back as well. It was needed to extend them in the targeted arteries. Patient outcome: patient is doing well.

Manufacturer narrative:
Manufacturer ref# (B)(4). G4) similar to device marketed under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.